Manufacturer narrative:
The customer returned the meter and 1 test strip where they were tested using retention controls: testing results (qc range = 2.6 - 4.0 inr): returned strip: qc 1: 2.8 inr. Retention strips were tested with the returned meter: qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results for 2 patients tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Patient 1 initial result on the meter at 10:30 a.m. Was 3.8 inr. The result from the laboratory at approximately 11:00 a.m. Was 2.7 inr. Patient 2 (female, date of birth (B)(6)) initial result on the meter at 9:00 a.m. Was 3.6 inr. The result from the laboratory at approximately 9:45 a.m. Was 2.5 inr. On (B)(6) 2019 patient 1 initial result on the meter at 3:45 p.m. Was 3.9 inr. The result from the laboratory at approximately 4:10 p.m. Was 2.5 inr. Both patient's therapeutic range is 2.0 - 3.0 inr. Neither patient required any treatment. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation.